Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 1000 mg/dl. The customer stated that the insulin pump alarmed no delivery several times. The infusion set was changed but the alarms persisted. The customer also stated that her blood glucose was high the week prior to her admission. Troubleshooting was performed. Found that the daily totals, basal rates, and bolus history did not match between 06 to 2008. Advised customer to discontinue the pump use and revert to a back up plan per doctor's instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.